Event description:
After use of phillips CPAP my husband ended up with esophageal cancer. While looking to see if the CPAP would aggravate it, I discovered the recall on his machine. The cancer was already too far. He passed last month.